Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced three hypoglycemic events, with a lowest blood glucose of 41 mg/dl, and self-treated with oral rapid-acting carbohydrates without loss of consciousness or seizure. Symptoms included hypoglycemia. Outcomes included no long-term impairment reported and self-management of the event. Investigation included internal review of the event details and user-reported survey responses. Investigation of this case revealed no device malfunction reported and no component-specific failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.